Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case was cross referenced with cases: (B)(4) (cluster) this spontaneous case from united states was received on 03-nov-2017 from a health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after 1 day had increased pain and increased swelling. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided) with batch/ lot number: 7rsl021 and expiry date: 31-may-2020. On (B)(6) 2017, after a latency of 1 day, patient complained of increased swelling and increased pain. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up information was received on 14-nov-2017. No new information received. Additional information was received on 22-nov-2017. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had increased pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.